Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at bone to cement interface. Depuy cement was used. It was also reported that the x ray showed lucencies at four weeks. Surgeon said looked like thermal necrosis. Cement did not bond to implant or bone. Femur was well fixed but revised to use attune fully porous tibial sleeves. Doi: (B)(6) 2018; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.